Event description:
Pt presented to the emergency dept in respiratory distress. Oxygen applied via nasal cannula with no improvement in status. Upon investigation defect noted in oxygen delivery tubing (piece of tubing missing). When the tubing was changed, pt's oxygenation improved.